Event description:
It was reported that, during an implant procedure, there was a warning for the shock impedance being greater than 400 ohms. The physician checked the connection between the electrode and the pulse generator, and it was loose. The pulse generator was replaced with a different device onto the same electrode and the impedance was good. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an implant procedure, there was a warning for the shock impedance being greater than 400 ohms. The physician checked the connection between the electrode and the pulse generator, and it was loose. The pulse generator was replaced with a different device onto the same electrode, and the impedance was good. There were no additional adverse patient effects. The system remains implanted.